Event description:
Ot referred for chronically malfunctioning defib lead. Last generator change was in [redacted]-within approx 2 years- where an insulation fracture was noted in the lv [left ventricle] lead. Lead repaired at the location with repair kit using surgical grade adhesive. Continued to have lv lead issues with varying thresholds/impedances and noise leading to loss of capture. Having phrenic nerve stimulation evidence by left sided chest wall muscular twitching. Lvef [left ventricle ejection fraction] dropped, cath showed no cad [coronary artery disease], so referred for lv lead extraction and reimplantation of a new lv lead.